Manufacturer narrative:
This report contains correction to following field due to additional information received indicating lead was surgically abandoned and not explanted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was surgically abandoned.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture. A new lead was successfully implanted. No additional adverse patient effects were reported.